Event description:
Caller reported that t: slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter and leaving it plugged into a working outlet for over 30 minutes. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.